Event description:
We received an allegation about discrepant results for 2 patients' samples tested with magnesium gen.2 assay on a cobas 6000 c (501) module. Sample 1: initial result: 7.4 mg/dl. Repeat result: 2.2 mg/dl. Sample 2: initial result: 5.3 mg/dl. Repeat result: 2.2 mg/dl. The "abnormally high" initial results prompted the repeat of sample 1 and sample 2. The repeat results were deemed to be correct. No questionable result for sample 2 was reported outside the laboratory.

Manufacturer narrative:
The magnesium gen.2 reagent lot number was 916992 with an expiration date of 31-jul-2027. The customer stated that they had an "alarm abnormal probe sucking" alarm. The calibration around the time of the event was within the acceptable ranges. The qc was acceptable prior to the event but failed after. No visual abnormalities were observed with the samples. The field service engineer (fse) found that the cause was due to a pinched rinse tubing. He readjusted the rinse tubing and adjusted the sample probe. Calibration and qc were performed, and they were within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit.